Event description:
It was reported that an endeavor resolute rx drug-eluting coronary stent system of unknown size was used to treat a lesion in the rca. It was reported that the balloon burst after the resolute stent was implanted in the rca. No further information has been provided despite numerous requests to the field. No details on post-procedure patient status have been provided.

Manufacturer narrative:
(B) (4). Evaluation, results - (device not returned).